Event description:
Caller reported a cartridge alarm 20 issue with their insulin pump, but there was no adverse impact on the customer's blood glucose level. Customer attempted to load a new cartridge but the alarm recurred, preventing successful resumption of insulin therapy. As a corrective measure, technical support assisted in loading a new cartridge, confirmed shipment details, and decided to send a replacement pump with updated software to the customer. Customer was instructed on how to return the problematic pump using a pre-paid label, and acknowledged the steps they needed to take upon receiving the new pump.